Event description:
It was reported the health care professional (hcp) pulled the previously implanted lead out of the old battery and tried 'shoving' the old lead into the new battery once. The lead bent backwards, 'he shoved it back in' tried screwing it into place and the impedance test failed. The hcp requested a new battery. The representative stated the battery was 'probably fine, it was just going to take more time to get the previously implanted lead in.' It was also noted a new lead could be placed and still use the same battery but the hcp declined and wanted a new battery. There was no injury or adverse event to the patient. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead was placed so that 'colors were not visible' at the end of the battery lead import site and the physician requested an impedance check. The reporter stated that the physician reported the impedance issues. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).